Event description:
It was reported pt had a lead that caused shocking problems. Hcp revised and replaced the lead. Hcp left the existing lead in place and put a new lead in. Also, extensions were replaced. It was stated after the surgical procedure, stimulation was turned on and pt was doing well. Pt went home. Additional info will be provided when available.

Manufacturer narrative:
(B)(4).